Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024 the patient experienced weakness, speech impairment, inability to swallow, and movement problems. The cgm alerted and was reading high. The family called 911 and the bg by emergency medical service (ems) was 38 mgdl. 911 provided sugar water and after an hour the patient was feeling ok. There was no documentation of further medical evaluation or intervention for serious symptoms of hypoglycemia. At the time of the report, the patient was stable. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code: e0131 (speech disorder). H6 health effect - clinical code: e1621 (muscle weakness).